Manufacturer narrative:
Voluntary medwatch report mw5081712 received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient was seen for lightheadedness, dizziness, and nausea, loss of capture, lead noise, and high impedance were observed on the rv lead. The patient has an intermittent need for rv pacing. The lead was explanted and replaced. During the procedure, the physician elected to prophylactically explant and replace the advisory ICD. Following the procedure, the patient continued to experience dizziness. However, at the most recent follow-up, the patient was fine and getting better.